Event description:
It was reported that the programmer was crushed against a trolley and the screen was damaged. No patient involvement was reported. Additional information: further investigation determined complaint (B)(4) is a duplicate to this case. Please refer to complaint (B)(4) (emdr report number: 2124215-2024-20403) regarding any additional information.

Manufacturer narrative:
Further investigation identified this event as a duplicate. Please refer to emdr report number: 2124215-2024-20403 for additional MFR narrative details.

Manufacturer narrative:
The following has been corrected/updated: this programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device found significant cracking on the lcd (liquid crystal display) touchscreen, confirming the field observation. An air ingress, or air bubble, was also found on the lcd touchscreen. The programmer was powered on, and the touchscreen was intermittently unresponsive due to not detecting touch inputs. No error or fault codes were recorded in the programmer's logfile that were related to the unresponsive touchscreen. An error code was observed in the memory; however, it was unable to be replicated during analysis. It was determined that this code was not related to the touchscreen issue. Instead, it is likely related to a timing condition in software while waiting for hardware to initialize. This is typically corrected when the system is rebooted. The programmer was disassembled, and it was determined that the cause of the touchscreen becoming unresponsive during use was due to the water detection feature within the programmer's lcd touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that the programmer was crushed against a trolley and the screen was damaged. No patient involvement was reported.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device found no anomalies. The programmer was powered on, and the touchscreen was intermittently unresponsive due to not detecting touch inputs. The programmer was disassembled, and it was determined that an issue with the screen's touch controller caused the touchscreen behavior observed in the laboratory. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that the programmer was crushed against a trolley and the screen was damaged. No patient involvement was reported.